Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received info that during a routine follow-up this, right atrial (ra) lead exhibited a loss of capture. The lead was not capturing or sensing. A lead dislodgement was suspected. It was noted that the pt had a syncopal episode and collapsed. At no time were there asystole periods greater then 5 seconds. The decision was made to reprogram the device due to the pt's adequate underlying rhythm and the fact that the critical therapy lead remained implanted. No additional adverse pt effects reported. The ra lead remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated and amended report submitted should further info be provided.